Manufacturer narrative:
Evaluation of the returned valve found host tissue covered both the inflow and the outflow surfaces. The c2 leaflet was completely covered with host tissue overgrowth which had also covered the c3 post and stretched to the free margin to the belly region of the c2 leaflet. On the inflow side, host tissue heavily covered the c3 leaflet which led to incomplete coaptation. Note: host tissue overgrowth is a patient related issue. X-rays taken of returned device.

Event description:
Reportedly, this valve was explanted at implant due to restricted leaflet motion. On explant noted valve covered with pannus / host tissue. Another valve was implanted. No further information provided.